Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that the patient experienced syncope three times and the alert was activated. There were non-sustained tachycardia episodes that looked like oversensing. The lead was replaced. No further patient complications have been reported as a result of this event. It was further reported that device interrogation revealed both vt episodes and some oversensing. As the patient was dependent, the lead was removed and replaced.

Event description:
It was reported that the patient experienced syncope three times and the alert was activated. There were non-sustained tachycardia episodes that looked like oversensing. The lead was replaced. No further patient complications have been reported as a result of this event.